Event description:
17 day old premature infant (24 weeks + 2 days) in a critical state for a few days. Code pink called during which patient had cardiac massage, ventilation and epinephrine IV (5 doses). Pleural effusion seen on chest x-ray after 20 min of reanimation. Pleura tapped: removed 5 ml of white liquid (possibly tpn?). Patient died after being reanimated for a total of 28 min. Suspicion of a tpn infiltration in the chest caused by a PICC who's tip was properly located in the inferior vena cava (PICC inserted through the right saphenous vein). Autopsy requested.

Manufacturer narrative:
A review of the DHR and inspection records was conducted, and no similar concerns were found. One catheter was returned for review. There was no packaging returned to verify the part number or lot number. Visual inspection of the sample found no damage to the luer (hub) or to the catheter tubing. Visual inspection found the tip of the catheter to be cut at an angle and dried blood was found along the catheter tubing and inside the distal end of the catheter tubing. Additionally, visual inspection found a precipitate inside the luer (hub) of the catheter. An attempt to functionally test the catheter by connecting a water filled syringe was not successful as the precipitate prevented the flushing of the catheter. Therefore, leakage of the device could not be tested. Based on the review of the returned sample and the event description from the customer, a definite root cause for the reported issue could not be established. The review of the returned sample yielded no supportive evidence that the catheter was defective. Argon reached out to customer multiple times to gather additional images and documents to execute a concrete investigation but did not receive anything. Since there was no supportive evidence of a defect of the returned sample, no corrective action will be taken. Argon will continue to monitor for reoccurrences. If any additional information is provided at a future date, this complaint may be revisited at that time.

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. Argon has also requested additional information to execute a proper investigation. A follow-up report will be provided once the device has been received and reviewed.

Event description:
According to the report "17 day old premature infant (24 weeks + 2 days) in a critical state for a few days. Code pink called during which patient had cardiac massage, ventilation and epinephrine IV (5 doses). Pleural effusion seen on chest x-ray after 20 min of reanimation. Pleura tapped: removed 5 ml of white liquid (possibly tpn?). Patient died after being reanimated for a total of 28 min. Suspicion of a tpn infiltration in the chest caused by a PICC who's tip was properly located in the inferior vena cava (PICC inserted through the right saphenous vein). Autopsy requested."